Manufacturer narrative:
Qn# (B)(4). The customer returned multiple components from a cvc kit. Signs-of-use in the form of biological material was observed inside the catheter body. Sutures were also observed on the juncture hub and were intricately wrapped around the catheter body. After failing functional testing , visual analysis revealed that the catheter body contained a small hole directly adjacent to the juncture hub. The edges of the hole were smooth. Additionally, the shape of the hole appears consistent with damage due to contact with a sharp instrument (i.e. Scissors, scalpel, needle, etc.). No other defects or anomalies were observed. The catheter body from the juncture hub to the tip measured 5 1/8", which is within the specification limits of 4 13/16"-5 3/16" per the catheter graphic. The catheter body outer diameter measured .0655", which is within the specification limits of .065"-.068" per the catheter extrusion graphic. The distal and proximal lumens were functionally tested for leaks. A lab inventory syringe filled with water was used to test for leaks in the catheter. With the distal end of the catheter body occluded, water was injected through both the proximal and distal lumens. A leak was observed when injecting water through the distal lumen. The leak was directly adjacent to the juncture hub. No leaks were observed when functionally testing the proximal lumen. A device history record review was performed, and no relevant findings were discovered to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The report of a leaking catheter body was confirmed through complaint investigation. Visual and functional analysis revealed a small hole/leak in the catheter body directly adjacent to the catheter juncture hub. Microscopic examination revealed that the hole appeared consistent with damage due to contact with sharps. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that after implanting the catheter, a leak was noted at the proximal area.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that after implanting the catheter, a leak was noted at the proximal area.